Manufacturer narrative:
Age or date of birth, weight, and ethnicity: not applicable as there was no patient contact. Date of event: unknown, not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the package of preloaded intraocular lens (iol) was damaged. Further information received from the surgical facility revealed that it was inner package that was damaged and it looked like a water spot. There was no patient contact with the device and the device was discarded. No other information was provided.